Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the device's active exhalation control module and sensor board were observed. The device's active exhalation control module and sensor board were replaced to address the issues. Device was repaired but not returned to the customer, pending customer approval of the estimate.